Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). Alternate email address: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "slightly enlarged lymph nodes"; "liquid collections".

Event description:
Healthcare professional reported right side "intracapsular rupture", " slightly enlarged lymph nodes", "fibrotic capsule" and "liquid collections, probably of inflammatory origin." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - rupture: no observed on the device. - inflammation/irritation: unable to observe as it is a medical event that is not related to the device. -seroma-late: unable to observe as it is a medical event that is not related to the device. - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "intracapsular rupture", " slightly enlarged lymph nodes", "fibrotic capsule" and "liquid collections, probably of inflammatory origin." Device has been explanted.